Event description:
A small, 1mm descemet tear in the peripheral cornea occurred after the completion of the initial inferior viscodilation with the via 360' device. As I removed the tip from the nasal trabecular meshwork the patient moved their eye toward the center, which caused the tip of the device to make contact with the peripheral cornea. The location was 7:00 and far peripheral by the limbus. The tear did not contribute to any poor view during the surgery nor did it impeded me from performing the superior viscodilation and goniotomy . I left a small air bubble in the anterior chamber at the resolution of the case. On post op day 1 the tear was approximated and by post op week 1 the tear was resolved.

Manufacturer narrative:
The product was manufactured, tested, and released in accordance with validated procedures. As indicated by customer in the inital report, the device/usage of the device was not considered as the direct cause of the corneal tear. Rather, the patient moving their eye caused the tip of the device to make contact with the peripheral cornea.